Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: there is a foreign matter in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: it was reported there was foreign matter in the syringe. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with a black speck at the bottom of the syringe barrel. No other information could be obtained from the photo. A device history record review was completed for provided material number 301033, lot 9336291. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.